Event description:
It was reported that, rep was unscrewing the inserter and it broke in his hands.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.